Event description:
It was reported a patient had a break in aseptic technique described as the patient made mistake/touch contamination and not sanitizing correctly during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for 8 days for the event. The patient was treated for peritonitis with unspecified antibiotics. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient was still on antibiotics and recovering from peritonitis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.